Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus india (omsi). During the incoming inspection for repair at the service department of omsi, it was found that the error e103 which indicated the subject device had broken down was occurred, the examination lamp did not light up and the emergency lamp lit up directly, and the front panel did not work. Also omsi found that these phenomena were attributed to the failure of the converter unit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. (1) emergency lamp lit up and error e103 the convertor malfunctioned seemingly due to chance failure of the power unit as five years have passed since the device was manufactured. Thus, the emergency lamp lit up instead of the main lamp seemingly because that the power could not be supplied to xenon lamp (the main lamp). And e103 error is displayed when xenon lamp fails to light. (2)front panel blinks based on the reported information, all led lit up continuously that is not attributed to clv malfunction. Thus, the phenomenon seems to have occurred due to malfunction of the front panel or board because of chance failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The field service engineer of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and also found that the examination lamp did not work at all and emergency lamp indicator was also glowing. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the examination lamp turned off and instead the emergency lamp lit up, and all indicators (leds) on the front panel display were glowing continuously. There was no report of patient injury associated with the event.